Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy. The surgeon was accurate after pointmerge registration and during initial navigation. After performing the septoplasty, accuracy was re-checked using both the ostium seeker and microdebrider, navigation as found to be 3mm inaccurate laterally left. Patient head tracker was placed on silicone pad directly onto the patients head without the head strap or frame being used. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative, following-up at the site, reports that during the procedure, the surgeon used the patient tracker directly attached to the adhesive pad (without the head frame or silicone strap). After registration, the surgeon did a septoplasty. While placing the retractor for the septoplasty, the surgeon's hand was resting on and putting pressure on the patient tracker. The medtronic representative visited 2 cases with this surgeon on (B)(6) 2013, where the head frame and strap were used, as well as caution of hand placement during the septoplasty, and there were no accuracy issues. The medtronic representative provided instruction to the surgeon in user technique, the surgeon was receptive to the cause of the problem but was not willing to change his methods. Site has deleted patient files and will not be available for manufacturer evaluation. Software investigation completed. Findings are that, as reported, patient head tracker is placed on silicone pad directly onto the patients head without the head strap or frame being used, resulting in use error. Software functioned as designed.